Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer injured her hand while replacing a part on tango optimo. The customer took off the part above the plate loading area to take off the cover surrounding the plate stacker. During that time, the tango optimo was switched off. This was not advised to her from our technical service. The customer had already done this on her own and notified the blood bank specialist of her injury. The customer had a software error and it appeared that no plates were on board. The customer did not call tech support and thought the only way to unload plates was to go in and manually take the plates out. She was not a customer trained on the tango optimo. The customer took the covers off the entire plate stacker area and had trouble placing a part back on. We received information that the pinch the customer suffered was harmless, the customer is fine and there is no mark, cut or scrape. This incident happened because of unintended use by the customer. The customer was not qualified to do the troubleshooting and did not call tech support. Regarding the harmless injury, the customer stated she was fine. We consider offering a refresher course for the customer in order to avoid this kind of injury in the future.